Event description:
It was reported that the cartridge was leaking from the o-ring. Additionally, it was reported that the cartridge was damaged at the o-ring, interrupting insulin delivery. Customer¿s blood glucose was 200 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.